Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient complained of pain. X- rays revealed loose cup implant, broken screw. Pt. Was revised to a titanium cup (revision) and 36 mm 10 degree liner with screw sleeve+ biolox head.

Manufacturer narrative:
The event was confirmed by the received revision operative report. However the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained of pain. X- rays revealed loose cup implant, broken screw. Pt. Was revised to a tritanium cup (revision) and 36 mm 10 degree liner with screw sleeve+ biolox head.